Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 14-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that ever since implant the stimulator never worked for her back pain. She woke up from the procedure with no feeling from her waist down, and she had pain in her stomach/abdomen area. She spent 4 days in the hospital and then 8 days in rehab. Then her legs started to come back a bit and she started walking and went to physical therapy. A second lead was implanted on (B)(6) 2020 and it was successful to bounce the pain. There was not a lot of room to put the wire in, and at the initial procedure the hcp wanted to implant two leads, but they were lucky to get one in. The unit was way on the right side and not in the middle of her spine. The patient said it was positioned wrong, but it did help her legs keep a little stronger since prior to the stimulator she had bad calf cramps. The stimulator was placed for her lower back area and it caused a lot of pain and spasms. She currently used a walker and wheelchair, but that was also the case before implant. It was reviewed reprogramming may help target the stimulation.

Event description:
Additional information was reported that since the patient got their second wire because the original was not working (therapy related). Since then the patient said it has been taking two hours to charge the ins while before the lead was put in it took her 30-45 min. The patient also noted that it takes two hours to charge the controller. The patient confirmed she does not tap on the screen all the time and is getting excellent charging quality.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID 977c165, serial# (B)(6) , implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the cause of the issues was possibly patient anatomy on the right side. The patient was getting a second opinion and still working lots of programs to try and resolve the issues.